Event description:
Procedure: lab chole. According to the reporter: dr was cauterizing the liver bed with device, when he felt a burn to his right hand. The device was removed from table with the cable, cable was burned, and the device has a charred burn at the tip. No pt injury, after which the dr change hand piece using harmonic device a universal cable. The dr got a first degree burn, and it was treated.